Manufacturer narrative:
Device evaluation: 1 unit of zso-10-10 of lot number c2149261 device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Summary: confirmed qty of devices: 01 device confirmed used. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 2 jul 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As soon as the stone was removed, the zso double pig tail stent was started to be placed, then it was noticed that the stent was not being easily placed. The doctor saw near the papilla that the tip of the pig tail had broken. After that, the entire delivery system was removed with both parts of the stent. Used another stent and complete the procedure by physician. There were no adverse effects to the patient nor delay in the procedure noted. 1 was the device flushed before use? Yes 2 what was flushed through the device (water, saline, contrast, etc.)? Water 3 if not with the device in question, how was the procedure finished?(replacement device) used another stent and procedure finished. 4 details of the wire guide used (diameter, type, make)? (Please specify if same wire guide was used with replacement device) viziglide2- 025 guidewire (olympus) 5 please advise the anatomical location of the intended target site. Cbd 6 was the patient's anatomy tortuous? No 7 what was the patient's pre-existing condition(s)? Biliary obstruction due to stone 8 was the device straightened with the pigtail straightener (if applicable)? Yes 9 was the issue observed during device prep, during advancement or on removal of the device from the patient? During advancement 10 was the packaging damaged prior to device use? No 11 did the patient require any additional procedures as a result of this event? No 12 what intervention (if any) was required? Na 13 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No 14 what is the endoscope manufacturer and model number that was used during the procedure? Olympus 170 15 was resistance encountered when advancing the wire guide into position? No 16 was resistance encountered when advancing the drainage catheter into position? Na 17 was a drainage catheter loop placed in the descending portion of the duodenum? Na 18 after placement, was drainage catheter position verified? If yes, please describe how. Na 19 please estimate amount of time the drainage catheter was in place prior to this occurrence. Na 20 did any section of the device detach inside the endoscope or patient? No.